Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery, while implanting the insert it was noticed that it didn't fit correctly. Doctor removed it and dislocated the tibia completely, however the insert did not come down well in the tibial tray. Another insert of the same size was used however this again, did not fit well. Doctor had to impact it to fix it. The procedure was successfully completed. No injury reported. It is unknown if there was a delay.